Event description:
Additional information received mentioned that the tip broke but was not detached.

Manufacturer narrative:
H3: analysis found that there was a residue consistent with biological contaminants on the device. Visually, the inner hub and a portion of the inner shaft were missing. The spiral wrap was broken which would have resulted in the reported event. The spiral wrap twisted in on itself in a clockwise direction which likely indicates excess torsional load. The portion that became detached measured 1.70¿ long. The distal end of the outer tube inside diameter had signs of wear on one side with corresponding damage to the inner assembly which is consistent with bending or prying action while in use. There were biological contaminants compacted in the flutes of the cutting tip which likely required the user to apply excess pressure to maintain performance. There was no allegation of a defect before use. H6: additional information suggest that fdm:4114, fdr:3221 and fdc:67 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the bur broke/damaged during the ess (endoscopic sinus surgery) procedure. The tip broke but did not detached. The piece detaching did not fall into the patient. There was no additional procedures or unintended equipment required to retrieve the fragment. There was no intervention planned or performed. There was no delay with the procedure. There was no broken pieces remain inside the patient's body. The procedure was completed with backup product(s). There was no patient impact.